Manufacturer narrative:
Additional pro codes in block d2b nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion resulting in a small opening at the scalps burr-hole cover site. The cause for the erosion is unknown per the physician's assessment. The patient underwent a procedure where the wound was cleaned and re-sutured and completed the procedure. Cultures were not taken however the patient was prescribed anti-biotics per the facilities protocol. The patient did well post operatively.